Event description:
It was reported by service report that the head will not stay down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler, release lever.